Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak during a trial procedure on (B)(6) 2020. The physician performed a blood patch. Stimulation was turned on post operation. No further symptoms were reported and the issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.